Event description:
A report was rec'd that alleges that the tracheostomy tube required removal and replacement. It is alleged that after six days in situ, the tracheostomy tube was torn near the flange requiring replacement. No incident related medical sequela was reported.

Manufacturer narrative:
Eval summary: the customer's report of a broken trach is confirmed. Visual inspection noted exposed wires on the pedi trach shaft located near the neckstrap. Examining the manner in which the shaft split it appears as though either an instrument was used when handling the device or the device was not handled properly during cleaning and reprocessing. The root cause of the broken shaft is considered to be a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU. The defect was not determined to be a mfg defect.